Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As the patient was in atrial fibrillation an ablation procedure was performed and the ra lead was programmed off and remains in situ. No additional adverse patient effects were reported.